Event description:
Information received indicating that this cadd ms3 emitting beeping sound with "time alert". The reported issue did not occur while in use with the patient. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. The customer's stated problem of a blockage while in use was not verified. The pump was inspected, and functional testing was performed, the pump passed all testing. Further investigation of the pump determined that the device had no issue with not being able to go to main menu to start delivery. Therefore, no problem found with the issue.